Manufacturer narrative:
Correction - h6 coding should be "additional surgery" rather than "serious injury"

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22177. Related manufacturer reference number: 2017865-2021-22180. Related manufacturer reference number: 2017865-2021-22186. It was reported that the patient experienced an infection. The pacemaker, his bundle pacing lead, and right ventricular lead was explanted. Some vegetation was noted. The patient also had a left ventricular lead that was implanted on (B)(6) 2021 and was capped on (B)(6) 2021 for an unknown reason. There was no allegation that the system or any procedure involving the system contributed or caused the infection. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and interrogation results were normal. The cause of infection could not be traced to the device.